Event description:
The user facility reported a 49-year-old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. The staff noted that purge flow rates were twice as high upon the patient's return\ from the operating room (or). The impella 5.5 purge reservoir/filter was found to be cracked and leaking" from the purge filter area inside the purge protector. Flows were within normal limits of 2-30 and no alarms were triggered. Purge bypass was discussed, however it was later noted that the patient was weaned and the pump was explanted. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the conclusion of the investigation, the root cause of the purge system leak was most likely damage to the purge sidearm. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.